Event description:
Canon u.s.a., inc. Received a report that images output by tabs are each displayed with this backs and fronts reversed.

Manufacturer narrative:
Canon inc released a new firmware version, in which the defect in question has been corrected.